Event description:
The device was explanted due to early battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device was found with no telemetry when it was received. It was determined that the loss of telemetry was caused by a low battery voltage. The device current was measured and it was found to be normal. The device was tested in the automated test electrical system and no anomaly was detected . The device met all specifications. No anomaly was identified that would explain the premature depletion of the battery.